Manufacturer narrative:
A review of the subject device DHR confirmed that the system was manufactured on 16-aug-2012 and installed at the customers site on (B)(6) 2012. A review of service records for the subject device found that last time the device was serviced, including a preventive maintenance, occurred on 2016. On (B)(6) 2013 lumenis issued, a system manufacturing discontinuation note which stated that the technical support will continue till (B)(6) 2020. Therefore as of (B)(6) 2020, the system is no longer serviceable. A review of system risk files identified the risk of device malfunction (1007141_c - risk # 9.1.1) which has the potential to lead to "inability to complete treatment which may require re-operation". The risk likelihood has been quantified and found to be negligibly small, and the risk has been characterized and documented as acceptable within full risk assessment. Although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this as an adverse event. Lumenis believes that it's possible that lack of service or 3rd party service, since 2016, lead to parts deterioration which lead to this incident, further more based on the age of the system, wear could have likely played a role in the failure. Since this product is no longer manufactured, lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no.(B)(4)).

Event description:
A user facility reported that during a renal calculai procedure in which a lumenis versapulse p20 laser was being utilized, the display presented error and the laser could no longer be used. Unable to complete the procedure, the patient was awakened from general anesthesia and the case needed to be rescheduled. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.